Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ablation treatment procedure in the kidney, deployment difficulties occurred. This 3.0/17/15 leveen superslim electrode was selected; however, the tines would not fully deploy. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: received one leveen needle electrode with patient label. Residue was present on the device indicating use/ handling. An examination of the electrode found the array to be fully retracted and the needle/ cannula slightly bent. A functional evaluation to extend and retract the tines was difficult due to the bent needle and residue. The tines were evenly spaced and un-deformed. The tines were covered with heavy dark red residue consistent with body fluids and tissue. Residue was also found between plunger shaft and outer housing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during ablation treatment procedure in the kidney, deployment difficulties occurred. This 3.0/17/15 leveen superslim electrode was selected; however, the tines would not fully deploy. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.